Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons stopped responding to button presses. The patient stated that he was unable to get passed the verification screen. The patient reportedly did not have prior issues with the keypad buttons. The patient reportedly wore the pump in his pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 06/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2012 with the following findings: the keypad was found to be responding appropriately to presses. The keypad wasremoved and no damage was found to the button contacts. Unrelated to the complaint, a crack was found to the pump casing and moisture damage was found inside the pump. The pump was exercised for 24 hours without issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.